Event description:
Technician observed bed had no functions.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report of 2009, "the patient became hypertensive, and I again interrogated the valve by echocardiography. There was unacceptable amount of mitral regurgitation. At this point, I made a decision to replace the valve."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.